Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the patient's vns programming history found that a faulted system diagnostic test was performed on the implant date, (B)(6) 2004, which changed the settings. Although the normal output current was changed back to 0 ma, the magnet output current was left at 1 ma.